Event description:
It was reported that during the reprocessing of a da vinci permanent cautery spatula instrument, the tip cover had peeled off. The cover was noted to be part of the instrument. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that a piece of the ceramic sleeve at the distal end of the instrument was broken off. The missing piece was approximately 0.1 x 0.13. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken ceramic sleeve could likely cause or contribute to an adverse event, if the malfunction were to recur.